Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized for low readings. Customer was in the hospital 3 times in the month of (B)(6). Customer stated that he passed out in the vehicle and out behind the wheel. The emergency ambulance and fire department came. The insulin pump was not returned for analysis.